Manufacturer narrative:
The customer indicated product would be returned for evaluation but it has not been received yet. Several attempts were made to get specific event info, including the specific number of events, from the customer without success. A supplemental report will be filed when more info was available.

Event description:
Per email from customers: "we had problems with (B)(4) because of clogged filters and this leads to air alarms". The customer provided the following info on (B)(6) 2011. Patient involved: yes, several pts. Drug medication or food being delivered: parenteral nutrition. Complaint: several pts the pump comes up with failure "down occlusion alert".